Manufacturer narrative:
The abbott field service (fsr) reviewed the pressure monitoring logs over the phone, the fsr was not able to identify a specific likely cause for the issue observed. A review of the alinity c analyzer, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity operations manual addresses operational precautions and limitations and troubleshooting of the erratic sample results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6).section g1 contact information was updated to reflect the current contact siobhan wright, longford, irl.

Event description:
The customer observed falsely elevated potassium on alinity c processing module for two patients. The results provided were: on (B)(6) 2021, sid: (B)(6) =6.48 mmol/l /repeated=4.47 mmol/l. Sid: (B)(6) =6.6 mmol/l /repeated=4.7 mmol/l. Laboratory normal reference range for potassium= 3.5 to 5.5 mmol/l; critical >6.5 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier: sid (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.